Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 12:30 pm for diabetic ketosis and a blood glucose level of 452 mg/dl. The customer experienced the following symptoms: nausea, vomiting, dehydration, chest pain, and ketones. The customer's mother stated they had received multiple no delivery alarms from the insulin pump. Standard troubleshooting was started, but not completed. The customer's mother wanted the insulin pump replaced because she no longer felt comfortable with it. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. (B)(4).